Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06289. It was reported the pt experiences pocket heating while recharging. The pt stated he feels a burning sensation during and after charging. He feels the sensation near the top of this ipg where the leads connect. The discomfort continues when he's no longer charging but it is stronger when he charges. The pt contacted his physician and x-rays were taken but no abnormalities were noted. A new low energy charger was sent to the pt to address the issue. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.